Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration through functionality test ¿ device would not cool during functionality test. Per follow up information received via mail on 23jun2025, the device sent back to bd. Issue resolved, replaced manifold harness. A different device was sourced to complete treatment. The device not cooling was not the calibration failure.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. After replacing the manifold harness, the unit works fine during burn-in test with no other issue. Cooling issue was not reproduced. Device passed applicable testing. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. No additional actions are needed. Correction: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration through functionality test ¿ device would not cool during functionality test. Per follow up information received via mail on 23jun2025, the device sent back to bd. Issue resolved, replaced manifold harness. A different device was sourced to complete treatment. The device not cooling was not the calibration failure.